Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388t-46 st jude lead; 694765 lead, implanted (B)(6) 2004. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead exhibited a high capture threshold. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.